Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) due to resolve the reported fault. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the following was found: the reported 32056 error was confirmed in lighthouse but not replicated during fa. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed and tested onto our golden system with no errors or faults triggered related to the reported problem. The unit was then tested on the psc fixture test platform (pftp) and was able to pass all fa tests. Around the time of the complaint, field error logs confirmed multiple encoder errors 32056, 1123, and 1173 with node ac_4e (acs). The p1 value traces back to the search light. The complaint was confirmed based on failure analysis. The probable root cause may be attributed to the insertion searchlight printed circuit assembly (pca) and flat flex cable (ffc).

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer is getting an error 32056 on the universal surgical manipulator (usm) #4. Prior to calling, the customer reported they hard power cycled system and robot with no change. The customer was able to disable usm #4 to complete this case but will not be able to complete second case as four usms are required. The procedure was completing as planned with no reported injury.